Manufacturer narrative:
Correction: h6 type of investigation previously reported as "testing of device from other lot/batch retained by manufacturer", now corrected to 'device not returned".

Manufacturer narrative:
System records were reviewed and no device anomalies were found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited a diagnostic issue. The atrial output was 2.5v/0.4 ms, and the test result 2.75v/0.4 ms, with no alert. No intervention was reported. The patient was stable.